Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eleven events were reported for this quarter. Eleven devices were received for evaluation. Seven events were confirmed during testing. The event was not confirmed during testing for 4 devices; however, the devices were found to be out of specification. Eleven devices were found to be affected by corrosion. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device had a sticky trigger or stuck safety switch, which can indicate a condition of potential run-on or unintentional activation. Ten reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.